Event description:
The patient was hospitalized for pancreatitis. While there her implantable neurostimulator was turned off. She did not have any 'harmful scans' done. The patient felt stuck to the plastic on her bed. The nurse said the "bed felt funny" upon entering. It may not have been grounded. The patient was electrocuted while sleeping in the hospital bed. The patient has not had access to program b of her neurostimulator since admission. The patient was seen in clinic. Device interrogation revealed normal impedances. Both 'sides' of the device may not have been checked. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4)